Manufacturer narrative:
A visual examination of the guidewire revealed that the distal end polymer coating was damaged and peeled approximately 0.3cm. The complaint is not consistent with the return that the distal tip was detached exposing the tip of the metal corewire. Based on all gathered information, the most probable root cause is undeterminable. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a procedure. Procedure date is unknown. According to the complainant, the hydrophilic tip of the jagwire guidewire was detached exposing the tip of the metal corewire. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a procedure. Procedure date is unknown. According to the complainant, the hydrophilic tip of the jagwire guidewire was detached exposing the tip of the metal corewire. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Reported event of guidewire distal tip detached exposing the tip of the metal corewire. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.